Event description:
It was reported that the user¿s ilet had a cracked screen and would not unlock, and a replacement ilet was arranged after serial number and shipping details were verified. Symptoms included no reported clinical effects. Outcomes included no impact to health, no hospitalization, and continued device use until the replacement arrives. Investigation included complaint intake and assessment of the described physical damage to the device screen and user interface function. Investigation of this case revealed a damaged display and user interface that impaired unlocking, consistent with physical damage to the device housing and screen; no software or therapy delivery issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces.